Event description:
The following info was reported: inflated balloon then pulled back and shuttled down. Mynx sealant and advancer tube did not deploy after sheath was pulled back. Could not re-access with the sheath. Deflated and held pressure for 20 minutes. The pt was discharged the same day.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the proximal end of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.